Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
After inserting the head and stem (exeter), systolic blood pressure dropped to the 50s during the wound closure phase. This was judged to be due to effects such as a thrombus, and the anesthesiologist administered (presumably) a pressor agent, raising blood pressure to the 70s.